Event description:
It was reported that tip damage occurred. Procedure summary: vascular access was obtained via a transfemoral approach. A 14f isleeve introducer sheath was placed. A small size acurate neo2 valve was prepared and loaded onto an acurate neo2 transfemoral (tf) delivery system (ds) in accordance with the instructions for use (IFU). The acurate neo2 tf ds was advanced into position. After the initial stage of valve deployment, the acurate neo2 valve moved toward the ventricle. The acurate neo2 valve was repositioned higher. The final stage of valve release was performed without difficulty. The acurate neo2 valve opened normally with deployment. The physician was unable to fully close the acurate neo2 tf ds. During withdrawal of the acurate neo2 tf ds, the acurate neo2 tf ds interacted with the tip of the 14f isleeve introducer sheath. The acurate neo2 tf ds was unable to be withdrawn through the 14f isleeve introducer sheath. Both the acurate neo2 tf ds and the isleeve introducer sheath were removed together. Upon removal, the acurate neo2 tf ds was observed to have a catheter shaft kink and the isleeve introducer sheath tip was abnormally split. There were no consequences to the patient.

Event description:
It was reported that tip damage occurred. Procedure summary: vascular access was obtained via a transfemoral approach. A 14f isleeve introducer sheath was placed. Balloon aortic valvuloplasty (bav) was performed with a non-boston scientific balloon catheter in accordance with the instructions for use (IFU). A small size acurate neo2 valve was prepared and loaded onto an acurate neo2 transfemoral (tf) delivery system (ds) in accordance with the instructions for use (IFU). The acurate neo2 tf ds was advanced into position. After the initial stage of valve deployment, the acurate neo2 valve moved toward the ventricle. The acurate neo2 valve was repositioned higher. The final stage of valve release was performed without difficulty. The acurate neo2 valve opened normally with deployment. The physician was unable to fully close the acurate neo2 tf ds. During withdrawal of the acurate neo2 tf ds, the acurate neo2 tf ds interacted with the tip of the 14f isleeve introducer sheath. The acurate neo2 tf ds was unable to be withdrawn through the 14f isleeve introducer sheath. Both the acurate neo2 tf ds and the isleeve introducer sheath were removed together. Upon removal, the acurate neo2 tf ds was observed to have a catheter shaft kink and the isleeve introducer sheath tip was abnormally split. Patient status: there were no consequences to the patient.

Manufacturer narrative:
The 14f isleeve introducer sheath was returned for analysis without a dilator. Analysis of the tip, sheath and hub/valve was completed with microscopic and visual inspection. Three expanded seams were observed. Seam 1 was expanded from the tip of the 14f isleeve introducer sheath to approximately 20cm. Seam 2 expanded at various points along the 14f isleeve introducer sheath. It first expanded at approximately 1.5cm to 3.5cm, next from 3.7cm to 5.6cm, then 8.7cm to 9.5cm, and finally from 14.5cm to 18cm. Seam 3 expanded from the tip of the 14f isleeve introducer sheath to approximately 21cm. There was no allegation of kinks reported, however, multiple kinks were observed along the 14f isleeve introducer sheath. The tip of the 14f isleeve introducer sheath is expected to be expanded with advancement of ancillary devices through the introducer sheath, however, the tip damage observed appeared to be consistent with removal difficulty of an ancillary device. The reported tip damage was confirmed, although the difficulty removing the ancillary device could not be confirmed as clinical circumstances could not be replicated.